Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 30-degree endoscope rotated several times after it was installed on universal surgical manipulator (usm). Technical support engineer (tse) explained that the issue was due to guide tool change (gtc) and advised the customer to press clutch button to reset the gtc. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. The vision orientation changed on its own. The endoscope moved freely with uncontrolled motion. The issue did not involve a reversed control on system arms. Customer called tse after the procedure. The endoscope will not be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.